Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: hamilton medical ag received the log files of the device for analysis. Based on the evaluation of the files, the device recorded a ¿panel connection lost¿ error. The ¿panel connection lost¿ alarm indicates that communication between the interaction panel (ip) and the ventilation unit (vu) was interrupted. The incident occurred during ventilation, and the device was replaced. Therapy could potentially be affected by such a communication failure; therefore, a deterioration in the patient¿s state of health cannot be excluded. For this reason, the incident is considered reportable. However, no deterioration in the patient's condition was observed. The root cause of the malfunction was identified as a communication failure between the interaction panel (ip) and the ventilation unit (vu). This was caused by defects in two electronic components: the ip electronic system module (ip esm) and the vu electronic system module (vu esm). Both components were replaced as part of the corrective action. The replacement successfully restored the communication link between the interaction panel and the ventilation unit. Since the replacement and successful completion of the test software (tsw), the device has been operating correctly and without further issues under normal conditions.

Event description:
Hamilton medical ag received the following complaint description (summary of the customer/reporter): hamilton medical ag received the log files of the device for analysis. Based on the evaluation of the files, the device recorded a ¿panel connection lost¿ error. The ¿panel connection lost¿ alarm indicates that communication between the interaction panel (ip) and the ventilation unit (vu) was interrupted. The incident occurred during ventilation, and the device was replaced. No health consequences or impact were reported.